Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported leakage. On (B)(6) 2025, while flushing a catheter for a patient, a nurse used a 20-ml syringe to inject saline solution. When the syringe was connected to a transparent needle-free connector for flushing, blood spurted out from the side seam. The nurse immediately replaced the connector with a new one. The incident did not cause any adverse effects to the patient.

Manufacturer narrative:
Investigation results: a review of the production records for lot 25025396 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
No additional information.